Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead had perforated. There was no further information obtained from the field representative. This rv lead remains in service. No additional adverse patient effects were reported. Additional information indicated that there was no problem on this lead. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead had perforated. There was no further information obtained from the field representative. This rv lead remains in service. No additional adverse patient effects were reported.